Manufacturer narrative:
Recall: 1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient has not complaint with charging recommendations and is no longer able to charge the ipg. The sjm representative was unable to establish communication with extra external devices. The ipg battery is depleted. The physician plans surgical intervention to address the issue.